Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Report 1 of 4. Consumer reported during attempted expulsion of a tampon pledget the applicator plunger separated from the applicator barrel leaving the barrel inside her vaginal cavity. She manually removed the barrel, along with the pledget. She did not seek medical attention and did not experience any adverse health effects.